Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was recieved that the right ventricular (rv) lead from another manufacturer was confirmed to be fractured via x-ray or fluoroscopy. It was also noted that the rv lead was tested on a pacing system analyzer (psa) at the revision procedure and it was unable to capture and again exhibited out of range impedance measurements. The lead/header connection was also checked and was secure. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead from another manufacturer exhibited pacing inhibition and low out of range pace impedance measurements. It was noted that the rv lead was fractured, however it is unknown if this was confirmed via x-ray or fluoroscopy. Surgical intervention was taken to cap and replace the lead. The pacemaker was explanted and replaced for normal battery depletion. No additional adverse patient effects were reported.